Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 roller pump 150 if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during preparations, the srd s5 single roller pump 150 displayed error motor control failure (e441). The error did not clear by power cycling the device. However, the pump itself was operational and was used in an operation. On the following day, a similar error occurred again. There is no report of any patient injury.

Manufacturer narrative:
H11. Livanova field service engineer was dispatched to the customer facility, confirmed the issue and, to fix it, the pump hkr board was replaced. Mechanical/electrical checks were performed and passed successfully, therefore, the unit was put back into regular service. Based on investigation findings, the root cause of the event was traced back to a hardware malfunction of internal electronic components, specifically the computer board hkr. Failures of electronic boards can arise from multiple, non-deterministic factors, including exposure to heat, dust, and moisture; accidental impacts such as drops or falls; power overloads/surges; and inherent variability in micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.